Manufacturer narrative:
April 25, 2011. A final response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4), 2011. A final response from the manufacturer is pending. (B)(4), 2011. Since the device remains implanted, the files from the programmer were reviewed. The files showed that the reported behavior was due to a hardware issue. A hardware reset was recommended and was performed on (B)(6), 2011. It was not possible to restore correct device behavior so the ventricular refractory period was extended and it was reported that the oversensing was not observed with the new setting. The analysis could not confirm normal device functioning was restored on this device. Device removal is recommended. Device remains implanted.

Event description:
Review of diagnostics on this device showed ventricular oversensing on the v-paced events. Ventricular sensing was programmed to 10 mv and the ventricular oversensing was no longer observed. Since this device remains implanted, the files from the programmer were sent to the manufacturer for review. The manufacturer recommended a hard reset which was performed on (B)(6), 2011. Following the re-initialization, oversensing of ventricular pacing was still observed. The v-refractory was then extended post v-pacing to 306 ms; no ventricular oversensing was observed after this. The device remains implanted.

Event description:
Review of diagnostics on this device showed ventricular oversensing on the v-paced events. Ventricular sensing was programmed to 10 mv and the ventricular oversensing was no longer observed. Since this device remains implanted, the files from the programmer were sent to the manufacturer for review. The manufacturer recommended a hard reset which was performed on (B)(6) 2011. Following the re-initialization, oversensing of ventricular pacing was still observed. The v-refractory was then extended post v-pacing to 306 ms; no ventricular oversensing was observed after this. The device remains implanted.